Manufacturer narrative:
Exemption number e2016018. (B)(4) (importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used capillary housing of an introcan safety pur 24g, 0.7x19mm-sa without packaging and an original packed sample. The received used sample was taken to a visual inspection. As-received condition the used sample was connected with a y - extension line. The capillary is damaged / cut off approximately 5 mm away from the capillary housing. The surface of the cut leads to the assumption that this damage was caused by a pair of scissors. The other part of the cut off section of the capillary was not handed over by the customer. With regard to the damage on the complaint sample we assume a problem during application and consider the complaint not confirmed. On the original packed sample were no damages detected. Device history record review (DHR): reviewed the device history record and no abnormalities found during in process and final control inspection.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device is currently on shipping from brazil to bbm in germany for investigation. A follow-up report will be provided after the inspection results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in brazil: damaged/catheter

Manufacturer narrative:
Exemption number e2016018. B. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). This follow up report is being filed to correct the branding, product code, and 510(k) information that was entered on the initial MDR in sections d1, d2, and g5. This report was filed for item number, 4251601-04, which is not sold in the united states, however a similar item number, 4251601-02, is sold in the united states by b. Braun medical, inc.. The 510(k) has been updated to reflect a 510(k) that item 4251601-02 has been cleared under. Note: b. Braun is aware that the listed exemption has been withdrawn, however since the initial MDR report was filed under this exemption, the follow up is also being filed under the exemption.